Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, one episode of over-sensing was noted on the device. Technical support was contacted and states the over-sensing episode was due to myopotentials. No intervention was performed, and the device will be monitored for future over-sensing episodes. The patient was stable with no consequences.